Event description:
During an esophagogastroduodenoscopy on this patient. Bleeding site was discovered and treatment of endoclips was initiated for treatment and hemostasis. While deploying endoclip the clip deployed but would not detach from catheter still attached to tissue. Representative called for advice and therapeutic gastroenterologist called in for opinion. Clip device broke with manipulation to remove. Eventually clip became dislodged and was no longer attached to patient. Device is separated and waiting to send to manufacturer.